Manufacturer narrative:
A possible root cause was determined. An ocd field engineer went to the customer site and determined that the reagent carousel was not spinning the reagent red cells at the proper speed. The fe replaced the spinner motor to return the instrument expected operation. This customer has not logged any complaints against this analyzer since the last incident.

Event description:
The customer noticed from the ortho provue results by sample report that the cell buttons appeared to be less than normal in the mts gel card microtubes for antibody screen test. Incorrect volume of red cells in the microtubes is an indication of incorrect dispense. Incorrect or no dispense can lead to erroneous test results and transfusion of incompatible blood. The operator detected the issue preventing the possibility of erroneous results from being reported.